Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the guidewire was placed within the patient and the peg tube was advanced over the guidewire. The physician encountered excessive resistance when pulling the peg tube through the incision site. The difficulty was at the transition of the catheter to the dilator tube however the physician was able to successfully pull the peg through the stoma site. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation as it has been implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.